Event description:
Doctor hit bone, slide part of instrument bent and came off the track. No pt injury recorded. On (B)(6) 2010, customer (operating room materials manager) states via phone that they are unable to provide information regarding the surgical procedure that this device was being used for when the event occurred. Person who filed the complaint is no longer employed there.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.